Manufacturer narrative:
As reported, the used/damaged airseal 5mm access port was discarded at the user facility due to contamination and will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. This device is a vendor item and a review of the certificate of conformance could not be performed as the lot number was not provided by the user facility. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This reported problem was obvious to the user and prompted the use of an alternate device. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. No further action is planned at this time. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences; only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system; these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device was discarded.

Manufacturer narrative:
As reported, the product is expected to be returned for evaluation. However, as of this filing, the product has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that while using the airseal 5mm access port in a laparoscopic surgery on (B)(6) 2016, "a plastic piece was observed in the operation area". Upon checking the 5mm access port, it was confirmed that the tip of the access port had broken off. The broken tip was safely retrieved. The procedure was otherwise completed with no patient injury or surgical delay reported. Despite the follow-up attempt, to date no patient's demographic information could be obtained from the user facility. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
Update information: on 26-jan-2017, conmed corporation received one (1) used/damaged airseal 5mm access port for evaluation. Visual inspection of the returned device found the outer layer of the cannula was broken near the tip. The broken piece approximately 0.5" x 0.25" was also returned. In this instance, the exact cause of this reported breakage was unable to be determined. However, evaluations of similar complaints revealed that the most probable cause of this type of breakage would be overload of pressure being applied to the device during use. Nonetheless, due to similar complaints a root cause investigation has been opened to determine if corrective and/or preventive actions are required. This complaint will continue to be monitored via the complaint system to ensure product safety.